Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 6 did not fully open unless it was manually pulled, and it had resistance when closing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was not fully open unless manually pulling drawer. A field service engineer (fse) found rails were broken. The fse replaced the rails to resolve the issue. All functions returned to normal. The system functioned as intended after the field service engineer repaired the device.